Event description:
It was reported that this insertable cardiac monitor (icm) was implanted but only artifact could be seen on the presenting. It was asked about the use of lidocaine and the representative indicated that the doctor used the same as always. It was also inquired about palpitating the area to get rid of excess fluid or air, but this was already had been done. It was discussed that they may needed to be repositing and place the icm in different spot. The icm was explanted and a new icm was implanted. The original icm have been returned. No additional adverse patient effects were reported.